Manufacturer narrative:
For 2 of the 3 reported malfunctions, the devices have been returned to bd for evaluation. The company is still investigating the issue at this time. For 1 of the 3 malfunctions, the devices have not been returned; therefore, the investigations are inconclusive for the difficult or delayed separation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the ti powerport low profile products that are cleared in the us. The pro code for the ti powerport low profile products is identified.

Event description:
This report summarizes 3 malfunctions. A review of the reported information indicated that model 1716000j implantable port allegedly experienced difficult or delayed separation. This information was received from various sources. Each of the malfunctions involved a patient with no known impact to the patient. Of the 3 malfunctions, 1 was male and 2 were female each (B)(6); weight not provided.

Event description:
This report summarizes 3 malfunctions. A review of the reported information indicated that model 1716000j implantable port allegedly experienced difficult or delayed separation. This information was received from various sources. Each of the malfunctions involved a patient with no known impact to the patient. Of the 3 malfunctions, 1 was male and 2 were female each 60 years-old; weight not provided.

Manufacturer narrative:
H10: the lot number for 2 malfunctions were provided and a lot history review were performed, lot number for one malfunction was not provided, therefore, lot history review couldn¿t be performed. For 2 of the 3 reported malfunctions, the devices were returned for evaluation and the investigation was identified multiple kinks on the peel-apart sheath. For 1 of the 3 malfunctions, the investigation is inconclusive for the alleged failure to peel sheath off issue due to the fact that no sample was returned for evaluation. A definitive root cause could not be determined. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the ti powerport low profile products that are cleared in the us. The pro code for the ti powerport low profile products is identified in d2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for 2 out of 3 malfunctions, therefore, a lot history reviews were performed. For one of the three malfunctions, the device was returned for evaluation as well as an electronic photo was provided and reviewed. The investigation is confirmed for failure to peel sheath and material split, cut or torn was added to the trending codes, but was not confirmed. For another malfunction, the device was returned, and the investigation is inconclusive for the alleged failure to peel sheath. Out of three reported malfunctions, one malfunction is inconclusive for the reported failure to peel sheath due to the fact that the device was not returned for evaluation.a definitive root cause could not be determined. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the ti powerport low profile products that are cleared in the us. The pro code for the ti powerport low profile products is identified in d2. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 3 malfunctions. A review of the reported information indicated that model 1716000j implantable port allegedly experienced difficult or delayed separation. This information was received from various sources. Each of the malfunctions involved a patient with no known impact to the patient. Of the 3 malfunctions, 1 was male and 2 were female each 60 years-old; weight not provided.